Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle deployed prior to proper pod activation.

Manufacturer narrative:
The device was received with the cannula deployed and needle retracted. The first priming sequence ran 46 pulses and then the device was deactivated by the user at pulse 504. During operation, the device was able to successfully deliver a bolus following the priming sequence. No housing or environmental seal damage was found. The needle mechanism was reset and deployed with no issue. No damages or defects were observed that would indicate the needle mechanism deployed early. The patient history buffer data showed no evidence of issues with insulin delivery.